Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The ventilator was recalibrated and tested to correct the reported issue.

Event description:
It was reported by the customer that the monitored volume readings are high on the ventilator displaying 800ml while set at 550ml. It is unknown if there was any patient involvement associated with this complaint.